Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 clinical code: e2402 - iatrogenic injury. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: (B)(4) ¿ device not returned.

Event description:
It was reported by an attorney that a patient underwent surgery to remove uterine fibroids on (B)(6) 2011 and a morcellator was used. The use of the morcellator led the doctors to break down fibroids that contained uterine sarcoma cells which spread through the patient's body. It was reported that the patient underwent multiple surgeries and otherwise unnecessary cancer treatments. No further information is available.